Manufacturer narrative:
Karl storz was informed about an incident with a unidrive s iii motor system serial number: (B)(6) manufacturing month & year: april 2022. The product has been received at the manufacturing site on 2024-02-19. The most probable root cause is the wear of an electronic component of the motor board of the unidrive siii unit. This defect leads the handpiece to appear as error code 13 on the display of the unidrive siii. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The item in question was returned to the manufacturer. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during holep procedure the device displayed an error message. The hand piece was replaced and disconnected but the error could not be solved and the procedure needs to be abandoned.

Manufacturer narrative:
Additional information is provided in section d4 and h4. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).